Manufacturer narrative:
H3 device evaluation - both the broken shaft end and tip end were examined by eye and with the aid of a 5x loop. The fracture plane is skewed relative to the driver's longitudinal axis. This is typical of fractures due to combination loading but crack initiation from prior high loading conditions cannot be ruled out. Additional cracks are observed on the tip fragment along with a shiny planar fracture segment that appears normal to the longitudinal axis. Review of device history records found a total of thirty-one ((B)(4)) pieces of this lot released for distribution on 6/3/2021 ((B)(4)) and 6/26/2021 ((B)(4)) with no deviation or anomalies that would relate to the reported failure. Two-year complaint history review did not identify a trend for reports of this nature for this part number. No corrective actions are recommended.

Event description:
It was reported that a procedure was performed on (B)(6) 2025, utilizing the reform pedicle screw system. While final tightening a lock screw, the t25, lock-screw torque driver, reform (39-rd-0060) tip broke off. The broken tip was removed with a pituitary and the procedure was complete utilizing the second driver readily available in the set. There was no patient injury or delay the procedure.